Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a navio assisted tka surgery, they noted a louder noise than normal with the navio handpiece and drill. Upon inspection, they noted small amount of metal shaving. The first irrigated/suctioned the field to remove the metal shaving. Per visual inspection, all material was properly cleaned and no harm done to the patient. Then, they removed the 5mm guard and assembled the speed guard, switched the robotic controls from exposure to speed and prepped the remainder of the distal femur without error. The procedure was finished with a smith and nephew back up device without significant delays. Following the case, the spd staff noted small fragments of metal inside the barrel of the 5mm exposure guard. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The navio 5mm exposure control guard, part number pfsr101067, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear and tear. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.